Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxc201000/03822323; pxc201200/04401160.

Event description:
In 2006, this patient underwent endovascular repair using gore excluder aaa endoprosthesis. In 2007, the patient experienced cardiac arrest, and ultimately expired in 2006. The patient had significant co-morbidities.